Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a pacing impedance measurement of 1700 ohms. A conductor fracture was suspected. A revision procedure was performed and a new lead was successfully implanted. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. Without a returned lead, it is not possible to conduct technical analysis and determine how the lead may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.